Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A device history review could not be performed since the serial number of the device is unknown.

Event description:
Clinic reported a fluid leak during treatment. It is unknown if there was any alarms with the cycler. Patient information is unknown. Additional information was solicited.